Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and medical assistance. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she ate more than 5 grams of carbohydrate and her blood glucose (bg) was high (exact bg levels were not provided). She was not able to go to work and had passed out. She stated that she did receive medical assistance by a manual injection of insulin (exact amount was not provided) to help stabilized her bg levels. There were no further information regarding the hospital visit or to the patient¿s treatment.

Manufacturer narrative:
Date received by mfg changed from 8/29/2018 to 7/4/2018. Report date changed from 8/29/2018 to 7/4/2018.